Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the thigh which is off label usage of the device, on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device - additional information. G3: date received by manufacturer- additional information. H2: additional information / device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the thigh which is off label usage of the device, on 11-11-2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).